Event description:
It was reported that the balloon leak was observed during the preparation. There was no patient impact.

Manufacturer narrative:
Expiration date: updated. Device evaluated by mfg: updated. Manufacturing date: updated. The device history record review confirms that the device met all material, assembly and performance specifications. The subject device was returned without the guidewire. Visual examination revealed no anomalies. The device was examined under magnification and it was observed through the inflation port that shaft appeared to be perforated. There was crystallized substance (appeared to be saline) in the catheter. During functional testing, the guidewire went through the entire shaft and came out through the distal end without any difficulties. An inflation device filled with water was connected to the catheter inflation port. Attempts made to inflate the device to nominal pressure were unsuccessful. The balloon could not be inflated. The water was leaking through the guidewire port. Based on the size and location of the perforation, it is possible the guidewire was mistakenly inserted into the hub inflation port instead of the guidewire (back) port which punctured the inner shaft and caused the observed leakage/failure to inflate during device analysis. Per the dfu, "introduce the guidewire, flexible-end first, into the straight (back) port." However, since the guidewire used in the procedure was not returned, this could not be proven. Based on the result of the analysis and the information currently available the exact cause for the reported and observed issues cannot be determined.

Event description:
It was reported that the balloon leak was observed during the preparation. There was no patient impact.